Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The issue was resolved after a power cycle. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted retroperitoneal lateral partial nephrectomy surgical procedure using an xi system, an operating room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the endoscope horizon/orientation was incorrect. The customer reseated and replaced the endoscope; however, the issue persisted. The tse offered to guide the team through reseating the camera again, but the or team declined and also opted not to reboot the system. No related errors were noted in the system logs. The procedure was completing as planned with no report of patient injury.